Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call that the customer was hospitalized with low blood glucose. It was stated that the customer had low blood glucose of 50 mg/dl when the paramedics arrived. He took 7 glucose tablets but vomited it up, when arriving at the hospital, he was 80 mg/dl. Nurse stated the customer's blood glucose dropped to 23 or 24 mg/dl and he was treated with orange juice, sugar and b50. Blood glucose level went up to 215 after treating and then dropped to 86 mg/dl again. It was found that the low blood glucose was caused by the customer the customer putting the reservoir back in the insulin pump without rewinding and being connected during prime. The drive support cap is recessed and the insulin pump was not exposed to a magnetic field. It was advised to monitor the insulin pump and call back if issues persist.